Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to verify button keypad anomaly due to blank display. The device was received with a broken battery cap, corroded battery tube, minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 6.8 mmol/l. Customer advised the display screen was scratched and the battery cap was not in line with the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.